Event description:
It was reported to boston scientific corporation that an agile esophageal tts fully covered stent was implanted during a procedure performed on (B)(6) 2025. It was reported that a complete distal stent migration occurred on (B)(6) 2025. There were no patient complications reported as a result of this event. No additional information has been obtained despite good faith effort.

Manufacturer narrative:
Corrected fields: block b1 (adverse event/product problem). Blocks b5 (describe event or problem). Block d6a (implant date). Block e1 (initial reporter email). Block h1 (type of reportable event). Block h6 (impact codes). Block h6: imdrf device code a010402 captures the reportable event of stent migration.

Manufacturer narrative:
Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf impact code f2301 captures the reportable event of additional device required to remove the migrated stent.

Event description:
It was reported to boston scientific corporation that a agile esophageal tts fully covered stent was to be implanted, procedure performed on (B)(6) 2025. It was reported that a complete distal stent migration occurred. There were no patient complications reported as a result of this event. No additional information has been obtained despite good faith effort